Event description:
It was reported that the pk dissecting forceps instrument did not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire is broken at the yaw pulley exit. Engineering also observed the distal end of the main tube has various scratch marks concentrated on one side of the tube. Some of the scratches have removed material from the tube. Based on the location and appearance, the scratch marks are most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.